Event description:
It was reported that the device reached elective replacement indicator (eri) in 26 months and did not meet the expected longevity. The device was explanted and was replaced. It was also reported that the left ventricular (lv) leads had high threshold. The lv lead was capped and was replaced. It was additionally noted that the right atrial (ra) lead also had high threshold, but action was taken. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53 implantable pacing lead 2009 (B)(6); 694765 implantable tachy lead 2009 (B)(6); (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 5071-53 implantable pacing lead 2009 (B)(6). (B)(4).